Manufacturer narrative:
(B) (4).

Event description:
It was reported that when the physician was trying to replace a lead, the electrodes were left in the patient's body form the old lead. No adverse events were reported. Further information is being requested.